Event description:
Patient tested on the suspect device with an inr result greater than 8.0. The lab inr was 4.6. Controls were in range. The device was replaced and requested to be returned for evaluation.